Event description:
It was reported there was a lead fracture confirmed by x-ray. It was noted that impedances in pre-op were over 10,000 for all electrodes. The lead was removed and replaced. It was further noted that the patient had less than 50% therapy relief. There were no injuries or adverse events that were noted for the patient.

Manufacturer narrative:
Product ID: 3998, lot# v133492, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).